Event description:
It was reported that a malfunction occurred with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, who was also advised to use a backup insulin pump to ensure continuous insulin delivery.